Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the oxygen (o2) sensor in an 840 ventilator was cracked and could not be calibrated. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the o2 sensor. The unit passed extended self testing.